Event description:
It was reported that the right ventricular (rv) pace impedance was greater than 3,000 ohms. The shock impedance was also greater than 200 ohms. The impedance increase was sudden and consistent and lead fracture was suspected. It was also noted that there was signal noise on the rv channel which was sensed by the cardiac resynchronization therapy defibrillator (crt-d) and resulted in multiple episodes of anti-tachycardia pacing and inappropriate shocks. Both the crt-d and rv lead were successfully explanted and replaced. No additional adverse patient effects were reported. At this time it is not known if the products will be returned to the manufacturer for analysis.